Manufacturer narrative:
The customer's calibration and qc results, sample pre-analytic details, and system alarm trace were requested but not provided. Per product labeling, "the measured anti-tg value of a patient's sample can vary depending on the testing procedure used. The laboratory finding must therefore always contain a statement on the anti-tg assay method used. Anti-tg values determined on patient samples by different testing procedures cannot be directly compared with one another and could be the cause of erroneous medical interpretations. If there is a change in the anti-tg assay procedure used while monitoring therapy, then the anti-tg values obtained upon changing over to the new procedure must be confirmed by parallel measurements with both methods." Based on the available information, a general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable roche elecsys anti-tg results for one patient tested on a cobas 8000 e 801 module. The e 801 module serial number was requested but not provided. The patient's initial elecsys anti-tg result was not reported outside the laboratory. The customer provided the patient's sample for further investigation and the sample was tested on a cobas 8000 e 801 module and an abbott architect. Refer to the attachment on the medwatch for all patient data.